Manufacturer narrative:
Device manufactured between march 11, 2019 to march 12, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph; however, the photograph did not provide clear objective evidence of the reported condition. Therefore, the reported event could not be objectively verified, and the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified particles were observed in the 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.